Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less than -20% of setting. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-ring was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. Legal manufacturer: (B)(4).